Event description:
It was reported that when using the bd pyxis¿ anesthesia station es required to update the biometric identifier lumidigm biometric identifier driver. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required to update the biometric identifier lumidigm biometric identifier driver. A technical support specialist deployed the lumidigm bioid (biometric identifier) update package, validated the sensor drivers, confirmed required services and processes were running, and rebooted the station into application mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.